Manufacturer narrative:
Updated information: h6 impact code added f01. H6 component code changed to g07003. The investigation for the major bleed has been completed. No product was returned. Bleeding was noted at vascular access site. Manual pressure was applied to obtained hemostasis. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that on (B)(6) 2025, a 55-year-old male patient presented for a high-risk percutaneous coronary intervention. At the conclusion of the procedure, the impella cardiac power mechanical circulatory support device was removed. Prior to placement of the 14 french by 25 centimeter peel-away sheath for the impella device, the vascular access site had been pre-closed using two perclose proglide vascular closure devices. Hemostasis was not achieved after completion of the closure steps. An eight french angioseal vascular closure device was then deployed, but hemostasis still was not achieved. Manual pressure was applied until hemostasis was obtained. This event will be coded as a major bleeding complication associated with a serious injury.

Manufacturer narrative:
Section d4 catalog number was updated. UDI was updated.

Event description:
An impella¿cp device was inserted via the right femoral artery in a 55-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci), scai shock stage¿a, with a history of coronary artery disease and diabetes mellitus. The impella cp was explanted. Prior to placement of the 14¿fr ×¿25¿cm peel-away sheath, the access site had been pre-closed with two perclose proglide devices. Hemostasis was not achieved after completing the closure steps. An 8¿fr angioseal was deployed, but hemostasis was still not achieved. Attempts were made to tighten the perclose sutures over a wire; this was unsuccessful, and the physician questioned whether the initial pre-close deployment had been successful given the amount of bleeding encountered. A second angioseal was deployed, which was also unsuccessful. The physician elected not to obtain an additional access site to further evaluate or manage the complication. Manual pressure was applied until hemostasis was achieved. The patient survived to explant.the reported major bleed requiring hemostasis and additional closure attempts is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
Additional information confirmed the event date as november 14, 2025, as initially reported. Correction. B6 (tests/lab data including date) and b7 (medical history) fields were updated accordingly.